Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278235, expiration date 10/31/2014). (B)(4). Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 330 mg/dl and 80 mg/dl on mobile system 1, and a result of 100 mg/dl on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the customer did not return the test cassette.